Event description:
The clinic reported that 13 patients treated for laser vision correction on the same day presented with induced astigmatism from 130 degrees to 950 degrees. The clinic also reported that this occurred on the first treatment day after the system had been serviced. After the treatments the clinic noticed that the ablation pattern on the calibration plastic was not round.

Manufacturer narrative:
An amo field service engineer inspected the equipment at the customer location and observed that one of the optics was worn and dislocated. The system also overheated during testing due to lack of coolant in the cooling system. In addition the field service engineer encountered a motor error. The field service engineer repaired the system and verified proper operation. All pertinent information available to amo has been submitted. Should new information that changes the facts and/or conclusion of this report become available, a supplemental report will be submitted. (B)(4): placeholder.